Event description:
It was reported that during a stent procedure the delivery system balloon oversized and could not be deflated. After several attempts to deflate the balloon with the indeflator, the stent delivery system was removed partially inflated. Upon removal, it was found that the c-flex had separated. The c-flex could not be located. The pt had transient chest pain during the procedure, but reportedly had a good angiographic result.